Event description:
The customer stated she was hospitalized for hypoglycemia on three occasions. The customer also stated that one of the hospitalizations was because she had a car accident due to low blood glucose levels. Troubleshooting was performed and the insulin pump passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.